Manufacturer narrative:
(B)(4). A companion sample was received and evaluated. A visual inspection and a functional test were performed. The reported problem of leakage was not confirmed. The cause of this condition has not been identified. The batch review did not confirm the reported issue. The product released met all specifications and no particular event during production or prior production could have contributed to the reported problem.

Event description:
A customer reported to baxter (B)(4) of an adminstration set that had a leakage at the tip of this set during priming. This set was attached to a bag containing an unknown chemotherapuetic drug. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.